Event description:
Customer reported to beckman coulter, inc. (Bec) that tg (triglycerides) results generated by the synchron lx 20 clinical chemistry system was erratic and inconsistent. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cartridge chemistry mixer motor, adjusted the cartridge chemistry mixer wash manifold valve.